Manufacturer narrative:
No devices or photographs were received with complaint for investigation; therefore, the condition of the nexgen lps-flex femoral components is unknown. Without a device for exam, neither visual nor dimensional analysis are possible. The device history records could not be reviewed nor could the compatibility could not be assessed since the product part and lot number combinations are unknown. This device is used for treatment. The product history search could not be performed as the part and lot number are unavailable. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The sterilization process for this device complies with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10(-6) or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s187705681630055x this report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to infection.